Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device not firing with enough power. The issue was found during therapeutic cystolitholapaxy procedure. The intended procedure was completed with change in procedure / surgical technique. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, and h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, a reportable malfunction was found during the device evaluation where the chassis was found to be corroded. Based on the results of the investigation, a root cause of the reportable malfunction could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.